Manufacturer narrative:
Additional narrative: reporter is a synthes employee. A review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm4815303 was released in a single batch. Batch1: released on june 27, 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the verse x25 inserter/tightener was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the device (hexlobe drive feature) was stripped. The stripped condition of the tip would render the device inoperable. The damage was consistent as an end of life indicator for the device. No other issues were identified during the inspection. The received condition was consistent with the complaint condition thus the complaint was confirmed. Conclusion: the complaint was confirmed during the investigation. After a visual inspection per guidance, it is determined that the reusable instrument device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that on an unknown date, several devices from storage were found with faulty tags. Upon manufacturer investigation, it was determined that a verse x25 inserter/tightener was stripped. This report is for a verse x25 inserter/tightener. This is report 3 of 4 for (B)(4).